Event description:
It was reported that the patient experienced implant platform fracture at tooth site #3, with associated loose crown. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided g4: additional PMA/510(k) number ¿ k101880 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d9: device availability, g1: contact office (and manufacturing site for devices) contact name and email, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h10: additional narrative. Zimvie received one (1) tsvt6b10, (imp,tsv,6.0,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63658274. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63658274 for similar events and one (1) other complaint was identified ((B)(4)). Review completed utilizing keywords: fracture implant¿ & "loosening the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage" per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. The reported event (loosening) is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.